Event description:
Percutaneous coronary intervention (pci) was performed on a de novo lesion in the distal right coronary artery with a 2.75x33 cypher select stent. Approximately 222 days later, focal in-stent restenosis was found. It was treated with a 2.75x23mm cypher select plus stent. Two additional lesions were also treated with cypher select plus stents. The patient was reported to be safe following the procedure.

Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it is similar to the us distributed. It is also not available for testing for evaluation. Additional information has been requested and will be submitted within 30 days upon receipt.